Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The medical technician replaced the surge suppressor board. The system was tested and is operating as intended.

Event description:
The customer reported that the 2800 system failed to boot up. No pt injury was reported.